Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report 2 of 7. Report rec'd from (B)(6) stating that the device was returned due to "returned product unused - incoming order failed distributor's inspections." The device was not being used during surgery and no injury or medical intervention occurred. There was no add'l info provided.